Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection.  Complaint conclusion-as reported by the legal department a patient was implanted with a cordis optease inferior vena cava filter (ivcf) on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to the plaintiff including, but not limited to, unsuccessful retrieval attempt of the filter, and filter is unable to be removed. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2011; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note this is the initial/final report.

Event description:
As reported by the legal department in (B)(6) vs. Cordis, the patient was implanted with a cordis optease inferior vena cava filter (ivcf) on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to the plaintiff including, but not limited to, unsuccessful retrieval attempt of the filter, and filter is unable to be removed. As a direct and proximate result of these malfunctions, the plaintiff  suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.